Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, smoke found in the contamination. The device was scrapped following the evaluation.